Event description:
It was reported that during implant of the right atrial (ra) lead the impedance was high when the lead was first placed. The lead was attempted to be repositioned multiple times, however, the lead would dislodge with stylet removal. It appeared that the helix would jump during deployment. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that there was blood on the distal electrode, the helix was bent, and the lead was damaged at implant. Visual analysis noted that the lead was returned with the helix bent. The helix extension/retraction and length testing could not be performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.